Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 6865233 (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc breast implants and experienced bilateral deflation on the breast implants. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 325cc on (B)(6) 2017. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/20/18, it was reported to mentor that the device history record (DHR) for the lot number 6837558 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 06/20/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior view. A rent measuring approximately 0.2 cm was discovered within the crease on the posterior view. Leak testing performed in accordance with mentor procedures and no additional leak sites were detected. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).